Event description:
It was reported that a user of the ilet paired with a dexcom g6 experienced repeated cgm connectivity failures characterized by "transmitter not found," which prevented pairing to the ilet until troubleshooting steps were completed, including re-entering the transmitter code, verifying codes, checking bluetooth, toggling g6/g7 settings, restarting the ilet, and initiating a new search for the transmitter. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed that the cgm ultimately connected after device and settings checks and system restart, suggesting a transient connectivity issue at the transmitter¿receiver interface. Symptoms included an elevated finger-stick blood glucose of 289 mg/dl without reported clinical manifestations. Outcomes included restoration of cgm function and return of glucose to range after successful connection. It was concluded that, based on previously established findings for similar reports, the event involved a cgm pairing failure to the ilet that resolved with standard troubleshooting and user education, with no injury and no medical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.